Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen at a concentration of "2250mcg" and a dose of "1800mcg". It was reported that a potential pocket fill occurred. The patient had respiratory issues a short time after a standard refill occurred. The physician aspirated 11ml of baclofen from the pump reservoir after 40ml were initially administered. 20ml of fluid was aspirated from the pocket site and the pump was set to minimum rate. The patient was admitted and placed on a ventilator. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was not resolved and the patient status was "alive-with injury". The patient's weight and medical history were asked but were unknown.